Event description:
It was reported that during a peripheral treatment procedure, a deployment issue occurred and post procedure thrombosis occurred. A non bsc inferior vena cava (ivc) filter was previously placed at an unspecified time in the ivc. The physician was utilizing an 18x60/10fr wallstent endoprosthesis in order to crush the ivc filter to the vessel wall. The wallstent was implanted and post-dilation was performed with an unknown balloon. However, the physician felt the wallstent was under dilated, resulting in elongation of the stent, with its distal portion in the left iliac vein. The patient was medicated with heparin, aspirin and coumadin. One day post procedure, the patient experienced edema leading to the identification of thrombus at the distal edge of the wallstent in the left iliac vein. The patient was treated with thrombolysis and additional dilation of the wallstent. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).